Manufacturer narrative:
Investigation summary: 1. Lot#: 8335600 DHR was reviewed and no qn found. 2. Manufacturing records for lot#: 8335600 was reviewed, no abnormal was found. 3. Bd used cannulas was evaluated for biological compatibility and met requirement to be safe for the intended use during design phase. 4. 14pcs retention samples were checked for IV point, IV lube, needle puncture and clog test to detect the leakage by connection position, no failure found. 5. Pen needle product has 100% IV point inspection by vision system, and defect part will be rejected automatically. 6. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. 7. Base on investigation above, the certain cause cannot be concluded at the moment. Investigation conclusion: no action at the moment regarding the root cause cannot be concluded as a manufacture issue; however, we will keep monitor on similar issue from filed and trending regularly. Root cause description: lot#: 8335600 DHR and related manufacturing records were reviewed, without abnormality was found. Bd used cannulas was evaluated for biological compatibility and met requirement to be safe for the intended use during design phase. 14pcs retention samples were checked on IV point, IV lube, needle puncture and clog test to detect the leakage by connection position, no failure found. Pen needle product has 100% IV point inspection by visual system, and defect part will be rejected automatically; no returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; based on the investigation above, the certain cause cannot be concluded at the moment. Rationale: as per the investigation completed by manufacturing, no need to open CAPA.

Event description:
It was reported that an unspecified number of pen needle 31gx5mm 5b 28ct experienced leakage after use. The following information was provided by the initial reporter: it's noticed that small lumps were found at the injection site, and pain and leakage were observed when the needle was removed.